Manufacturer narrative:
D4. Lot number, and h4. Manufacture date are unknown; no information has been provided to date. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that circulating water leaked from the route. This occurred before patient use/during priming. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The sample was visually inspected at a distance of 12¿ to 16¿ under normal conditions of illumination to detect any cosmetic issue. A leak test was performed based on the mp l-70 manufacturing procedure. The unit failed the leak test. The reported failure mode of leaking is confirmed. It was determined that the root cause of the reported leaking is associated with the luer of sample being cracked, which causes leakage. The failure mode will continue to be monitored and if a trend is identified an investigation will be opened.